Manufacturer narrative:
Continuation of d10: product ID 353101 serial# unknown product type external neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they had implant taken out and reported a nerve showed on right side of thigh. Additional information was received from the patient on (B)(6) 2025. The patient stated that they did not have a trial device. The patient was implanted in (B)(6) 2024 and reported that the ins was explanted in (B)(6) 2024 because the stimulation ¿killed a nerve on my thigh¿. Patient reported they talked on the phone to someone at manufacturer representative (rep) about a year ago who instructed the patient to turn stim ¿up to 9¿ which caused so much pain the patient ¿dropped the phone¿. Patient states the pain that was caused by increasing the stim had never gone away even after the stimulation system was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.